Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends, retracts and measures within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was requiring higher than normal voltage since implant. X-rays showed that the lead had pulled back and dislodged causing high thresholds. The left ventricular lead was explanted and replaced. During the explant procedure of the lead, the insulation of the atrial lead was damaged secondary to the laser extraction. During the replacement of the atrial lead, the attempted new lead was opened on the sterile table and the physician exercised the helix. The screw did not retract back into the tip housing and the physician chose not to implant it. The lead was not used and a new atrial lead was implanted. The device had also reached premature battery depletion secondary to the high thresholds on the left ventricular lead. Also, the new left ventricular lead was a quad lead and required a quad header. The device was explanted and replaced. No patient complications have been reported as a result of this event.